Manufacturer narrative:
It is reported to hiossen that a fracture had been occurred to patient in his at (B)(6)'s late by dental office located in (B)(6). Hiossen had investigated using the record pertaining to this batch number : device history record , manufacturing batch record, all inspection records, raw material record, all return record related unsuccessful implantation in same batch. All of records showed that there were no fracture related problem. The implant were manufactured according to the standard and all acceptance criteria have been met the required specifications. Scientific, advisory board review: hiossen's scientific advisory board reviewed the available material ( i.e. Radiographs ) and theorized the potential reasons behind the implant fracture. Possible causes of fixture fracturing based on the material provided (radiographs ). It is assumed that there were several possibilities that caused the fracture. Insufficient crestal hard tissue to support the upper portion of the implant from mystification & sheering forces. Overloading or bruxism could have attributed to the fracturing of the implant.

Event description:
It was reported that the placed implant had been fractured in the patient's mouth after 45 months of implantation.